Manufacturer narrative:
(B)(4).

Event description:
The customer's husband states they received questionable results from coaguchek xs serial number (B)(4). The result at 10:53 am was 7.1 inr. The result at 10:56 am 4.2 inr. The result at 11:52 am was 6.3 inr. The same finger was used for all three tests. There was no allegation of an adverse event. The customer had no anemia, but stated their hematocrit could be lower than 25%. There were not heparin, antiphospholipid antibodies, or direct thrombin inhibitors. The customer had no bleeding or bruising and had no changes in medication. The therapeutic range was 2.0-3.0 inr. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. The returned meter and masterlot strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.7 inr and 2.5 inr. Donor hct: 49% and 47%. Testing results: donor #1: master lot / master lot strip and customer meter, 2.6 inr / 2.7 inr. Donor #2: master lot / master lot strip and customer meter, 2.4 inr/ 2.5 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification. Relevant retention test strips (lot 207426-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified. No information was provided in the complaint case that would point to a cause for the result discrepancy.